Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a fall with impact directly on the implantable cardioverter defibrillator (ICD), and the patient reported the area being very tender. It was noted that no issues were noted with the device at that time. Two months later the patient received a shock from their ICD, and the following day an audible alert was triggered. Therapies were then deactivated until the patient's cardiologist returned. Review of clinical data from the ICD showed that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead, and several high rate non-sustained episodes as well as a treated ventricular fibrillation (vf) were recorded on the day of the lia. Review of the episodes showed oversensing of noise/artefacts which resulted in inappropriate therapy delivery. It was also noted that the noise was also observed on the atrial channel, and sensing integrity counter (sic) was noted to have increased around the same time as the episodes. A lead integrity issue was initially suspected, however review of the data by qualified personnel suggested that the noise and oversensing was related to possible lead/lead interaction. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory also indicated noise, oversensing due to non-physiologic signals/sensing integrity counter, and oversensing associated with the right ventricular lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was working in their garage with an electric sanding machine when their foot got stuck and they fell down. The patient hurt their hand very badly. So bad that they needed to be transported to the ER/hospital. The patient was in the operating room at the time of the episodes on 21 dec around 7 pm. The use of electrocautery or some other equipment during surgery was suspected as this would explain the noise and the non-physiologic morphology of the noise for the episodes. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.